Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Foreign material came out of the nozzle. The foreign material could not be identified. It is unknown if reprocessing has been implemented in line with the instructions for use (IFU), there is physical damage to the section of the device with the foreign material remained. The instruction manual operation manual "gif/cf/pcf-290 series, chapter 3 preparation and inspection" describes the methods for detection. The instruction manual reprocessing manual "gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)" describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign material came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.